Event description:
The report received from the affiliate indicated that after a primary percutaneous coronary intervention (pci), the physician used an exoseal vascular closure device (vcd) to achieve hemostasis post-procedure. Approximately an hour or two later in the coronary care unit (ccu) the patient had a massive femoral bleed requiring a large transfusion and emergency vascular surgery. In theatre, the device was discovered to be sitting five (5) mm. Above the arteriotomy despite a "successful" deployment. Additional information has been requested.

Manufacturer narrative:
Please note that the event date is unknown and is being reported as (B)(6) 2012 for reporting purposes. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that after a primary percutaneous coronary intervention (pci), the physician used an exoseal vascular closure device (vcd) to achieve hemostasis post-procedure. Approximately an hour or two later in the coronary care unit (ccu) the patient had a massive femoral bleed requiring a large transfusion and emergency vascular surgery. In theatre, the device was discovered to be sitting five (5) mm. Above the arteriotomy despite a "successful" deployment. Additional information received indicated that the patient is an elderly lady, and she recovered well and went home reasonably soon after surgery. Procedural films were not available. Multiple attempts to retrieve detailed procedural information were unsuccessful. The product was not returned. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.